Manufacturer narrative:
Information was received and it was clarified that the issue is that the power on/off light emitting diode (led) was not lighting up. This reported incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. Therefore, this report is being redacted. After replacing the power switch overlay, cleaning the device, and running tests, the product support engineer (pse) verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
E1 reporting institution phone number -(B)(6). Reporter phone number -(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device either continued to operate or became inoperative. It was reported that there was no patient involvement at the time the issue was discovered. The hospital side replaced the device with another v60, but no delay in therapy or medical intervention was reported.